Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small piece of foreign material attached to y-port of set. The package is sealed and was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material present within the packaging is confirmed to be manufacturing related. Fifty-two 20 ga x 1 in huber plus infusion sets were returned in sealed packaging for investigation. One sample was returned with a note attached to the packaging stating, ¿ *item with foreign material @ y-site¿. The sample with the note was opened and a material was observed to be attached to the external surface of the y-site hub. The foreign material appeared to be a section of adhesive strip. The other fifty-one samples were opened and no issues or foreign material were present. One of the fifty-two sealed samples was confirmed to be affected; therefore, the complaint is confirmed to be manufacturing related. Photos of the sample will be forwarded to the manufacturing facility for further investigation. The manufacturer conducted awareness communication training to the appropriate manufacture personnel. A lot history review (lhr) of recq2232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small piece of foreign material attached to y-port of set. The package is sealed and was not used.